Event description:
It was reported that inappropriate high voltage therapy was administered due to oversensing on the right ventricular (rv) lead, resulting in patient discomfort. The oversensing was due to dislodgement of the rv lead suspected to be caused by patient ambulation. Additionally, the increase in high voltage therapy resulted in a decrease in the battery longevity of the device. The rv lead was repositioned and the device was explanted and replaced to resolve the event. The patient was in stable condition.